Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 401 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer reported that he was supposed to get 26 units of insulin and insulin pump was giving 25 units. The insulin pump will not be returned for analysis.